Event description:
Same case as: MDR ID#2134265-2014-04128. It was reported that stent thrombosis, chest pain with diaphoresis and st elevation occurred. Target lesion # 1 was located in the diagonal artery with 99% stenosis and timi 1 flow. A promus premier stent was selected and implanted to treat the target lesion. Target lesion # 2 was located in the mid to distal right coronary artery (rca) with 70% to 90% stenosis and timi 3 flow. A promus premier stent and an unspecified stent were implanted in the rca. The stents were noted to be well positioned and well apposed. The patient was given 600mg plavix. Less than two hours later, the patient experienced chest pain with diaphoresis. EKG showed st elevation with 3rd degree heart block. The rca was treated with manual aspiration thrombectomy and angioplasty. The distal rca stent was noted to be widely patent with no evidence of significant thrombosis. The proximal rca stent still had some mild visible thrombus but no evidence of compromise in flow of the vessel. The diagonal artery was treated with angioplasty and no residual stenosis was noted inside the stent. Both vessels had timi 3 flow post procedure. No further patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).